Event description:
This report is being submitted as a combined initial and final report - the investigation was complete on the 6-mar-2024 user detected the handle cannot be adjusted to "0" position. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Proximal end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a if no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l,4 rao ar 11ri 11s. 7. Please describe the size of the intended target site. 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: : 14. What is the endoscope manufacturer and model number that was used? Unknown 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Unknown 17. Was difficulty experienced while retracting the needle? No. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes 24. How many biopsies/passes were obtained with use of this needle? 1 1 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a procore 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Ebus.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1972980 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the reported proximal kink which may have occurred while user was trying to retract the needle, which could then have led to the failure to adjust handle to position "0". It is stated in the additional information that user failed to fully retract needle before removing it from patient which would most likely due to the reported proximal kink. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. However, as the device was not returned and no photographic evidence was provided, it cannot be established if the kink on the device falls under the scope of the CAPA, therefore based on this information, this complaint file is considered outside the scope of CAPA pr217973. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter, handle could not be adjusted to position 0. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that, a possible root cause could be attributed to the reported proximal kink which may have occurred while user was trying to retract the needle, which could then have led to the handle adjustment difficulty. It is stated in the additional information that user failed to fully retract needle before removing it from patient which would most likely due to the reported proximal kink. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.